Event description:
I am a diabetes patient and use the dexcom 7 glucose monitor. More than half I buy now are defective and can even lead to inaccurate readings causing health issues. The company dexcom has been aware of this issue for sometime now as I searched the internet and see many other people with the same issues. Also insurance companies including my own only allow for 3 per month and will not cover any replacements or extras. Now if both the dexcom and insurance companies are both profiting off the sales of extra glucose monitors that is a major issue and doesn't incentivize companies to fix it.